Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions on multiple occasions. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.